Event description:
Customer reported to beckman coulter, inc. (Bec) that autogloss sprayed from the cap piercer wick of the unicel dxc 800 synchron system when the cap piercer was piercing. Customer indicated that some of the autogloss pooled on the top of the cap, but most of the autogloss sprayed into the autoloader area. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the wick. The fse also corrected the positioning of the shuttle.

Manufacturer narrative:
MDR# 2050012-2012-01515 was mistakenly submitted. MDR# 2050012-2012-01515 is a duplicate of MDR# 2050012-2012-01504.

Manufacturer narrative:
Results: shuttle. (B)(4).